Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the left ventricular (lv) lead exhibited failure to capture. Chest x-ray and fluoroscopy confirmed lv lead dislodgement. The lead was explanted and replaced. The patient remained in stable condition.